Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
The surgical procedure was initiated using the punch guide, then the surgeon used the anchor of 2.5mm, reference: (B)(4), number lot: ah41343 which is screwed in the bone, but when anchoring the medical device it broke at the tip. The surgeon decides to pass a second anchor of the same reference and of the same lot; uses the punch guide and returns to screw to the bone. The anesthetic time is prolonged for a period of 10 minutes.